Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, it was observed that the flush luer detached from the flush port, which was returned back with the device. Under microscope and with uv light, it was able to observe the damage in the flush port. Additionally, images of the device were provided from the procedure that showed the detached flush luer.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure to treat a persistent atrial fibrillation, when the physician connected the irrigation tube, the irrigation port from the farawave catheter broke and a fluid leak was reported. The catheter was replaced with another farawave catheter to complete the procedure. No patient complications were reported. The catheter is expected to be returned for analysis.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure to treat a persistent atrial fibrillation, when the physician connected the irrigation tube, the irrigation port from the farawave catheter broke and a fluid leak was reported. The catheter was replaced with another farawave catheter to complete the procedure. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.